Event description:
A physician reported with a description of scratched intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.3., b.5., e.1., h.6. And h.10. The product was not returned. There is photo provided by reporter showing one opened lens inside unoriginal pack (vial) and one secondary pack of reported complained lot. Condition of lens could not be assessed from the provided photo to confirm this event. Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned, and condition of lens could not be assessed from the provided photo. The instructions for use (IFU) instructs: company foldable intra ocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the iol was explanted during initial procedure. There was no patient harm.